Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for the evaluation. Upon evaluation, the reported condition is confirmed. The root cause could be due to incomplete assembly of aff valve from the supplier, which caused leakage. As a preventive action, training was conducted and established visual control to operator who conduct 100% screening before assembly; added monthly and weekly pistons review to machine job plan; analysis of means (anom) inspection is currently implemented along with quality inspection.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that leakage was noticed after filling the nutrition into the bag. The issue was discovered before use.